Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal on both the right atrial (ra) and right ventricle (rv) channels causing pacing inhibition. High out of range pacing impedance values of greater than 2000 ohms were also observed on the ra and rv channels. The mv sensor was programmed off and the sensitivity setting was programmed to fix. The pacemaker remains implanted and in service. The patient reported pre-syncopal conditions but otherwise there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population.